Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2016 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 10mm x 360mm, standard nail per the sign technique manual. Surgeon comment: "patient was operated in (B)(6) hospital about months ago as a pathological fracture of femur fixed with sign nail which was failed. Fracture again fixed by external fixator somewhere else which was removed. Patient came to us with infected non union of femur which is now fixed with a standard sign nail through debrima and sequestomy done."